Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. Reported that on (B)(6), about 10 minutes after they left the hospital, another driver hit the passenger side of their car. The impact was hard enough to make the device's wiring shift causing it to not work right. The doctor was going to go back in and fix the problem. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was frustrated because she was seeing a "no device found message, retry/recharge" again on the controller. The patient said the ins was discharged. After attempting communication, the recharge quality was excellent. By the end of the call the patient's ins was charging at excellent, but it was still low. The patient said that she always struggled with getting the ins to charge because she had to hold the recharger antenna up against the ins in a certain way to get excellent quality. The patient said the day that she got her implant in, she got hit by a lady and she knew that had caused the wiring (leads) to go wrong. The patient was directed to follow up with the hcp. The patient mentioned wanting the rechargeable ins replaced for a non-rechargeable ins. No further complications were reported.